Event description:
The pt's (B)(6) scs system includes a lead extension implanted on (B)(6) 2011. It was reported the pt lost stimulation. Diagnostic test revealed invalid impedance measurements for several lead contacts. Efforts to recapture effective stimulation via reprogramming were unsuccessful. Surgical intervention was undertaken on (B)(6) 2011 to address this issue. Intraoperative testing isolated the issue to the lead extension. As such, the device was replaced. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Eval: results - as received, the extension had broken wires in the strain relief with one wire exiting the substrate of the header. Discoloration consistent with bodily fluids was observed in the header and lead segment of the extension. A clean cut that breached the lead body was observed 2.5 cm from the terminal end. This cut likely occurred during the explant procedure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.